Manufacturer narrative:
(B)(4). Voluntary medwatch report number: mw5060128. The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 16 mm amplatzer vascular plug ii (avpii) was implanted in a persistent left superior vena cava which drained to the left atrium. Following implant, the avpii embolized and lodged in the aorta. The patient was taken to the operating room where the avpii was removed from the distal aortic arch and ligation of the persistent left superior vena cava was performed.